Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a remote transmission for two episodes of ventricular fibrillation that were false and caused by noise on the right ventricular (rv) lead. No inappropriate therapy was delivered. Technical support was contacted and advised that there was also noise present on the right atrial (ra) lead. The device was reprogrammed to address the noise and the patient and will continue to be monitored. Related manufacturer report number: 2017865-2018-09721.